Event description:
Procedure type: wedge resection according to reporter: the reload was closed on the tissue, and then reopened to change position. The jaws were closed again to be inserted through the thoracoport. The jaws would subsequently not open. No tissue was grabbed in the reload. No harm was done to the tissue. A single use stapling device was used to complete the procedure. The current patient status is good. There was no tissue damage or patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Reference number: (B)(4). Evaluation summary - post market vigilance (pmv) led an evaluation of one adapter and one reload both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The adapter was received engaged with the reload. There was damage to the distal end of the adapter where the reload connects. No additional visual abnormalities were noted for the adapter. Visual examination of the reload noted that the staple cartridge was pre-fired and engaged in interlock. The jaws of the reload were clamped and there were staples protruding from the proximal staple cartridge channel. The proximal end of the adapter was broken and received separated from the reload and the articulation flag was bent. The lock ring tab was damaged and received separated from the lock ring. The springs of the reload jaw were flattened out. Functionally, the manual retraction tool was used to open the jaws of the reload and the reload was unloaded from the adapter. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. Since the clinical battery and handle were not returned, pmv representative ones were utilized for all functional testing. Due to the received condition of the reload, functional testing could not be performed. No additional issues were noted for the remainder of the testing. Visual and functional testing of the returned devices confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the broken adapter and the pre-fired condition of the reload and the reported condition was confirmed. A review of the device history record for the adapter indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A review of the device history record for the reload could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Event description:
Additional information received: no reinforcement material was used. There was no loss of blood greater than 500cc. Did any additional blood loss resulting from this product problem require a blood transfusion? No surgical time was not extended by more than 30 minutes due to the product problem. There was no adverse event reported as a result of any delay in surgery.